Event description:
It was reported that the doctor implanted the wrong size on (B)(6) 2011 and removed the lens and replanted on (B)(6) 2011. No pt injury was reported.

Manufacturer narrative:
Additional information received: visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records from this particular lens was verified and showed to be within specification, which is in compliance with the labeled 25.0 diopter of this lot number. In addition the manufacturing record review was reviewed and showed no deviations. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.